Manufacturer narrative:
While doing an angioplasty the angioguard was unable to cross the lesion. The product was returned for evaluation and testing and it was observed that a 3mm section of the coil wire was unraveled at 32mm from tip. The target lesion was a tortuous internal carotid artery (ica). The product looked normal when removed from its packaging. There was no difficulty prepping the device. There was no difficulty advancing the device to the lesion. When it reached the lesion, it would not cross. The device was safely removed from the patient and the procedure was completed using another angioguard. There was no reported injury to the patient. One non-sterile angioguard rx emboli capture guidewire system was received in a plastic bag. It was noted that the distal tip presented several bends at 5mm, 15mm and 20mm from tip; dried blood residues were observed in the capture sheath and in the filter basket. The unit was inspected under microscope and it was observed that a 3mm section of the coil wire was unraveled at 32mm from tip. The dried blood residues were removed from the filter basket in order to inspect it under microscope and identify any abnormal conditions, none were observed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as: "delivery system- failure to cross" could not be evaluated due to the received conditions of the product. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
While doing an angioplasty, the rx/5mm basket diameter/180cm was unable to cross the lesion. The product was returned for evaluation and testing and it was observed that a 3mm section of the coil wire was unraveled at 32mm from tip. The patient is a (B)(6) male. The target lesion was the internal carotid artery (ica) (side unknown). The vessel was described as tortuous. The product looked normal when removed from its packaging. There was no difficulty prepping the device. There was no difficulty advancing the device to the lesion. When it reached the lesion, it would not cross. The device was safely removed from the patient and the procedure was completed using another angioguard. There was no reported injury to the patient.